Event description:
It was reported that prior to the second use of the guide wire, the distal portion of the guide wire was noted to have separated. No other info was provided. No pt injury was reported.